Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect open spine clamp not returned to manufacturer for evaluation.

Manufacturer narrative:
Evaluation of suspect clamp found: the lot number indicates this is a nearly six year old clamp. There is debris in the adjustment screw threads making setting the clamp difficult. The retainer ring on the tip of the adjustment screw has been pulled off (also returned). Mechanical issue directly caused event. The device was designed to withstand a minimum of 100 cycles for both use and sterilization. This was based off the estimated use for this device of 2 times per week for 50 weeks. Two factors that have the potential to affect life expectancy are over torquing during tightening of the clamp (causing stripped screw), and excessive force applied beyond the intended stop point of the device (causing washer fracture). The returned spine clamp and the washer were examined under a microscope. The threads in the socket cap screw were worn. The washer was no longer welded to the instrument. The weld between the washer and the socket cap screw was severed. The threads on the socket cap screw were worn. The root cause appears to be bond failure: separation of metal parts due to applied loads.

Event description:
A medtronic representative reported a process clamp broke after removing it from the patient at the end of the spine procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient ID, age and sex provided. Patient weight is not available.(B)(4).

Manufacturer narrative:
As mentioned, new event details were received via medwatch# 4400150000-2013-8048. Per this new event information the event is now being reported as a serious injury/adverse event since the incident required intervention (device fragment retrieval from the patient) to prevent permanent impairment/damage. The device has not yet been returned to the manufacturer for analysis. The onsite rep visually inspected the device and reported that the washer on the inside of the clamp jaws was the component that fractured. (B)(4).

Event description:
On (B)(6) 2014, a site submitted medwatch (4400150000-2013-8048) was received by (B)(4). This report contained an event description that was slightly different than the event reported to the medtronic representative. "Closing incision physician noticed the locking nut from the reference frame for the stealth arm lying in the incision within patient. Nut was retrieved and there was no harm to the patient." On (B)(6) 2014, (B)(4) confirmed with the risk manager at the site that both reported events 1723170-2013-00896 and 4400150000-2013-8048 were one and the same.

Manufacturer narrative:
Further engineering analysis identified additional failure modes associated with the device. The following factors were found to contribute to these types of device malfunctions: over-torquing using means other than the intended driver validated for use with this device. Over-opening the device which may be a contributing factor to the washer dislodging from the screw. This also likely occurs if using means other than the supplied driver to open the device. Medtronic navigation is implementing actions to address the failure modes. Additionally, although unconfirmed to be the root cause of this complaint, the engineering analysis also identified an issue with the manufacturing process that could be a potential contributing factor to the reported event. Actions have been identified to address the manufacturing related factors. The safety risk management review conducted for this condition determined that the risk level remains acceptable. The condition will be reassessed if new information is identified.